Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported during pre-charge prior to use in the oncology department, a leak was found at the safety shield involving a product. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is unconfirmed because the problem could not be reproduced. One 20 ga x 0.75 in. Powerloc infusion set was returned for evaluation. An initial visual observation of the returned infusion set revealed no obvious use residues throughout the returned device. A functional test of infusing water into the infusion set using a 12 ml syringe revealed no leaks throughout the device, and the infusion set was patent to infusion. A functional test of pressurizing the infusion set with water using a 12 ml syringe revealed no leaks throughout the device. Because the failure could not be reproduced, the compliant of a leaking infusion set is unconfirmed. An examination of the infusion set revealed no potential damage/defect related to the manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.